Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.g3: (B)(6).

Event description:
It was reported that during intravenous infusion of furosemide the device caused the pump to exhibit an air detection alarm. Per reporter the procedure for manually bleeding the bag and checking the connection to the air were performed. No adverse patient effects were reported.